Manufacturer narrative:
On (B)(6) 2015: tandem technical support followed up with the customer, and the customer stated that bg levels were a lot better after changing out the site. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 316mg/dl. The customer had not treated prior to contacting tandem technical support. The customer also mentioned that they were sick, and were using sick profile settings. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made that the customer change out the insertion site.